Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) with infection/inflammation symptoms on the left eye (os) at 1 day post-operative exam. Topical steroid drops were increased to resolve symptoms. The patient had no complaints and there was no loss of best corrected visual acuity. It is also noted the event is not significantly interfering with daily activities.